Event description:
The following has been reported: pump will not power on even after charging. Multiple brackets tried with same result. A preliminary review of the logs identified the following issue: electrical hardware failure (power train). The device was returned for a power train failure. The device appeared unable to turn on but actually this failure is a result of the screen having no output. Plugging this device onto a bracket caused the main board and power led to illuminate. Bumping the pump the right way caused the screen to come to life and work normally but bumping it again causes the screen to go dark. The pump is still on in that state as touching the screen you can hear the button press noises. The lvds cable was fully seated and pressing the wire during use did not cause any screen abnormalities. Since there is no problem with the cabling, the screen itself will be replaced. Also, it was noted the lever boot retaining plate was cracked. Reporting as a conservative measure. No adverse effects were reported.